Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, they were unable to verify some of their instruments and tracking was intermittent. The site ended up aborting the use of navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. A clinical specialist at the site following the reported issue was unable to do an or set-up due to the site having strict vendor access policies, but he did test the system and didn't have issues with verifying or navigating. The ear, nose <(>&<)> throat (ent) software was uninstalled and reinstalled.